Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that a full system explant was completed on (B)(6) 2025. The issue has been resolved. The devices have been discarded and will not be returned. The information has been confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the MRI eligibility was due to the patient (pt)'s lead placement being occipital, therefore making them not eligible for MRI. The cause of the high impedance issues were unknown. Rep reported the issue has not been resolved and the pt was scheduled for explant on april 10th, and then rescheduled at a later date for a new implant.

Event description:
In may of 2022, information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for post traumatic neuraligia and spinal pain indications. It was reported that they had long haul covid-19 and their pain symptoms from "all their injuries" over the years were exacerbated by the covid-19, and the pt spoke to their healthcare provider (hcp) who suggested the pt call the manufacturer for reprogramming. Pt said their pain levels had increased drastically over the past about 3 months. Pt wanted to meet with a manufacturer representative (rep). To see if their pain could be covered by the spinal cord stimulator(scs) and to "check the connections." The pt was redirected to their healthcare provider to further address the issue. (B)(6) 2022, rep met with the patient and wrote a note that pt states their pain has worsened since contracting covid 4 months ago. Requesting system check and optimization of programming. Electrode 3 impedance 8231. Reprogrammed to avoid that contact and added additional c group. Discussed possibility for battery to house additional infraorbital lead for right pain that now extends from skull base up temple and down cheek to teeth. No immediate plans for a revision, pt is only curious about system potential. (B)(6) 2022, information was r eceived from a pt regarding an ins. The reason for call was pt reported that they just met with rep for an adjustment "just to be checked" and said that their neurologist needs them to have an MRI. They said reason they met with rep was because "it needed to be checked; I had one lead experiencing some impedance so the rep rerouted it and put me back on track and everything is fine now". Pss asked when this issue started and they said, "it's been an ongoing issue with me for probably a year, it not working correctly and not doing its job, and I tried to adjust it but it didn't work". Pt says the rep "thought the issue was scar tissue so the rep rerouted it around and adjusted it, and im still figuring out if its better or not but the rep found the problem and fixed it so I am happy with that". The pt was redirected to their healthcare provider to further address the issue. Pss helped pt use controller to check MRI status and they got an eligibility can't be determined screen. Pss reviewed this could be due to the lead put in 2012, and if that is the active lead, it would not be a fully body eligible lead. (B)(6) 2024, rep reports the pt has had elevated impedances (of 6000 ohms) on one electrode since around 2015. January 7th rep provided their notes from reprogramming the patient on (B)(6) 2022.

Manufacturer narrative:
B3 event date is approximate. Year is confirmed accurate. See b5 narrative for applicable date range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.